Event description:
It was reported that following a successful insertable cardiac monitor (icm) device implant procedure the patient was bleeding from the insertion site. The physician performed additional site care including pressure and application of a skin adhesive. The icm device remains implanted. No additional adverse patient effects were reported.